Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. Customer's blood glucose was 800 mg/dl. The customer stated that he is experiencing the following symptoms of vomiting water and diabetic ketoacidosis. The customer was treated for high blood glucose with IV drip. The customer was admitted to the hospital. During the troubleshooting customer declined to continue. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to remove set. The customer stated that the cannula is bent. The customer advised that we would replace old infusion set.